Event description:
The ge oec 9600 fluoroscopy sys had battery charger failure while checking the sys out.

Manufacturer narrative:
A ge oec svc rep investigated the issue and found the battery pack failed performance testing. The battery pack was replaced. The sys was tested and found to be operating as intended. The sys was released to the customer for use. There was no reported injury or negative effect to any pt as a result of this malfunction. The hosp was unable to, or would not provide any pt info relating to this issue.